Event description:
A cartridge change error was reported by the customer, which recurred with most cartridge change attempts since the issue was last reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer previously resolved the issue by holding the cartridges firmly during the load process, but this method failed during the recent attempt. Customer reverted to manual injections for insulin therapy.